Event description:
While performing a laparoscopic cholecystectomy a 12 mm trocar was inserted into the abdomen to gain access. While removing a laparoscopic instrument from the trocar, the trocar fell apart. The trocar was removed from the patient and all parts were accounted for. The trocar and packaging were collected and turned in for inspection. Per the surgeon there was no patient harm due to this event.